Event description:
A report was received that during suction procedures, the y adapter portion of the closed suction catheter disconnects from the flow sensor for the ventilator. No pt injury or adverse events were reported.